Event description:
Info received relating to a trial conducted outside us reported that in 2003, two vision stents were implanted without any problems. Five days later the pt suffered an anterior myocardial infarction. Both stents were occluded at this time and an attempt was made to re-open them. The procedure was unsuccessful and the pt was sent for bypass surgery.